Manufacturer narrative:
(B)(4) concomitant medical products: 163663, 28 mm dia cocr mod hd +3 mm nk, j6040930; 650-0463, b.fx stem ha col d 13 x 145 mm t1, 3781405. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00795.

Event description:
It was reported that the patient's hip was revised approximately one month post implantation due to luxation in bipolar head. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the head was still attached to the stem and further dimensional analysis was not completed. A dimensional analysis was performed on the overall width of ringloc bipolar and was confirming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.